Event description:
An impella cp device was inserted via the right femoral artery in a 73-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was identified as society for cardiovascular angiography and interventions (scai) stage c shock. At the time of impella removal, closure of the access site was attempted using perclose devices; however, hemostasis was not achieved. A 14 french sheath was subsequently placed, and the patient was taken to the operating room for surgical closure of the access site. According to the intensive care unit nurse report, surgical closure was successful, and distal pulses were present following the procedure. The impella purge solution consisted of dextrose 5% in water (d5w) with 25 milliequivalents of sodium bicarbonate. The reported access-site bleeding requiring surgical intervention is consistent with known complications associated with large-bore femoral arterial access, as well as the anticoagulation and purge requirements of impella support. The patient was successfully weaned from impella cp support and survived to device explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.